Manufacturer narrative:
An event of dyspnea, pericardial effusion, fatigue, respiratory insufficiency, heart failure/congestive heart failure, and pleural effusion were reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the available information, the cause of the reported incidents could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Clinical information: (B)(6) - advance laa, patient site ID: (B)(6). It was reported that on (B)(6) 2023, a 22mm amplatzer amulet left atrial appendage occluder was successfully implanted in a patient. The patient had an atrial paced rhythm at the start of procedure. There was no pericardial effusion noted prior to introduction of the delivery system. The patient had been administered heparin for procedure and had an activated clotting time (act) level of 329 seconds. There were no adverse patient effects during the implant procedure reported. On (B)(6) 2023, the patient was admitted at the hospital for observation due to shortness of breath, lower extremity swelling, and fatigue. On (B)(6) 2023, a chest x-ray showed a small pericardial effusion was noted. There was not enough to drain. Antithrombotic medications aspirin and clopidogrel (plavix) were paused, and patient was treated with intravenous (IV) furosemide (lasix). On (B)(6) 2023, the effusion was stable on transthoracic echocardiogram (tte). On (B)(6) 2023, the patient was discharged. On (B)(6) 2023, the patient presented to the emergency department. The patient had developed acute respiratory failure with oxygen saturation at 70% and was intubated in the emergency department. On (B)(6) 2023, a right sided effusion was noted on x-ray. On computed tomography (CT) scan, a bilateral pleural effusion was noted, right side greater than left. The patient was administered an IV diuretic for congestive heart failure (chf) exacerbation and pleural effusion. IV furosemide was changed to oral furosemide. The antibiotic cefepime was administered. On (B)(6) 2023, a moderate circumferential pericardial effusion with a significant amount of fibrin deposit was noted on tte. The patient was extubated on (B)(6) 2023. On (B)(6) 2023, the patient was discharged from the hospital. Subsequent to the previously filed report, additional information was received that the patient had a trace pericardial effusion and was confirmed by chest x-ray and transthoracic echocardiogram. The pericardial effusion did not lead to cardiac tamponade. The patient was administered an infusion of lasix. The patient had remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure reported. It was noted that the patient was given an anti-thrombotic regimen of a 81mg of acetylsalicylic acid and 75mg of plavix post-procedure. It's believe that the patient's dyspnea and pericardial effusion are related to the implant procedure. There is no allegation of malfunction against the abbott device or procedure. The patient was stable at the time report.

Event description:
Clinical information: (B)(6). It was reported that on (B)(6) 2023, a 22mm amplatzer amulet left atrial appendage occluder was successfully implanted in a patient. The patient had an atrial paced rhythm at the start of procedure. There was no pericardial effusion noted prior to introduction of the delivery system. The patient had been administered heparin for procedure and had an activated clotting time (act) level of 329 seconds. There were no adverse patient effects during the implant procedure reported. On (B)(6) 2023, the patient was admitted at the hospital for observation due to shortness of breath, lower extremity swelling, and fatigue. On (B)(6) 2023, a chest x-ray showed a small pericardial effusion was noted. There was not enough to drain. Antithrombotic medications aspirin and clopidogrel (plavix) were paused, and patient was treated with intravenous (IV) furosemide (lasix). On (B)(6) 2023, the effusion was stable on transthoracic echocardiogram (tte). On (B)(6) 2023, the patient was discharged. On (B)(6) 2023, the patient presented to the emergency department. The patient had developed acute respiratory failure with oxygen saturation at 70% and was intubated in the emergency department. On (B)(6) 2023, a right sided effusion was noted on x-ray. On computed tomography (CT) scan, a bilateral pleural effusion was noted, right side greater than left. The patient was administered an IV diuretic for congestive heart failure (chf) exacerbation and pleural effusion. IV furosemide was changed to oral furosemide. The antibiotic cefepime was administered. On (B)(6) 2023, a moderate circumferential pericardial effusion with a significant amount of fibrin deposit was noted on tte. The patient was extubated on (B)(6) 2023. On (B)(6) 2023, the patient was discharged from the hospital.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.